Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set was broken and leaked from an unspecified location. The leak was observed while priming the set with saline solution prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was received for evaluation attached to an anesthesia extension set. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed where the spike was inserted into a saline bag and there were no issues noted; additionally, there was no leak observed for the extension. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.